Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from july 22, 2020 - july 23, 2020. H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph, which observed a leak inside a bag that contained the device. The cause of the leak was, due to detached tubing at the junction of the white flow restrictor. The reported condition was verified. The cause of the detached tubing was not determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The leak was observed to be contained in the primary overpouch and the fluid restrictor was detached. The device had been filled with 6000mg cefazolin in 0.9% sodium chloride for a total volume of 240ml. There was no patient involvement. No additional information is available.